Manufacturer narrative:
The reported event of inability to communicate via ble was reported to abbott. The device was no returned for analysis; however, device records were reviewed by an abbott software engineer who confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
During an in clinic follow-up, the device was interrogated and was unable to communicate via bluetooth telemetry. The device telemetry was reset to resolve the event. The patient was in stable condition.